Event description:
The recipient has been treated since previous re-implantation for wound dehiscence with hematoma, underwent local tissue rearrangement and is being treated for pseudomonas aeruginosa infection. Due to continued infection and wound dehiscence, the surgeon opted to remove the device under local anesthesia. The recipient has not been able to use the device due to medical treatment and would dehiscence. The device has been explanted and the surgeon will follow up in 2 weeks for wound management and to complete the course of antibiotics for the infection. This report refers to 9710014-2023-00188. For further information please refer to this report.